Event description:
It was reported that the blood glucose monitor was unavailable for use due to power concerns. The power issue on the meter started the day prior to the event, therefore the user was unable to test. It was reported that the customer took all of her medications as normal, except her novolog insulin, prior to the event. The user reported that her novolog insulin is on a sliding scale based on her blood glucose result, and since she was unable to test, she withheld her novolog. On the morning of the incident at approximately 6:00am, the customer experienced a severe headache. At 7:00am she attempted to test on her guide meter and it still did not have power. The user's daughter called the emt's. Upon arrival, the emt's received a blood glucose result of 427 mg/dl on their professional meter. The user was treated with oxygen and 18 units of novolog. The emt's stayed with the customer for 30-45 minutes, until she recovered. The user was only treated at home and was not transported to the hospital.

Manufacturer narrative:
Section g1: the manufacturer site was corrected.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.